Event description:
It was reported that the patient experienced underdose symptoms with poor spasticity control. A dye study had been performed which showed dye pooling at the base of the spine where the catheter entered the spine. A catheter revision was performed. No break was visible on explant. The device system was used to deliver lioresal.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: catheter. (B)(4). Final analysis of the returned catheter revealed a hole or tear caused by the catheter connector pin and was believed to be user related.